Event description:
It was reported that the tip of the ortho grip knee pointer broke off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the ortho grip knee pointer broke off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through visual inspection and production software. During the device evaluation, we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was repaired and returned to stryker stock.